Event description:
It was reported that the customer experienced a low blood glucose (bg) level; cause was unknown and specific bg value at the time was not provided. Customer required assistance from a friend to call emergency medical technicians (emt) as the customer was ¿incoherent¿. Emt provided customer with juice to address low bg and customer¿s bg increased to 42 mg/dl and continued to support the customer until bg levels reached 68 mg/dl before treatment was discontinued. No additional information was obtained regarding the reported event.